Manufacturer narrative:
Hemolytic anemia results from the premature destruction of red blood cells. It has multiple etiologies including autoimmune diseases, genetic disorders, infection, and drug reactions. Alternatively, hemolytic anemia may be related to the valve when there is a ¿jet¿ of blood flow created like a paravalvular leak or there is a device condition leading to under expansion of the edwards intuity frame (e.g. Locking feature of the delivery system breaks and leads to under expansion of the frame, the malleable handle of the delivery system disconnects from the holder adaptor during frame expansion or the holder adaptor disconnects during the procedure leading to under expansion of the frame). The device was not returned for evaluation, as it remains implanted. Minimal information regarding this procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm aortic valve developed severe hemolytic anemia after an implant duration of 1 year, 9 months. As reported, no paravalvular leaks are noted.